Event description:
It was reported that the patient was stabbed with a knife near their implantable pulse generator (ipg) site. Six months later, the right ventricular (rv) lead experienced increasing and unstable thresholds. When the physician attempted to cap the lead, they discovered that the proximal end of the lead was disconnected from the lead body. The physician speculates this could be secondary to the knife stabbing. The cut end was capped and the proximal end was removed and the lead was replaced. During the lead replacement, the new rv lead was attempted, not implanted. The lead was bent when attempting to insert into the introducer with a tight fit. It was removed from introducer and exercised on the table. The physician was unable to properly extend and retract helix. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Electrical continuity test results were passed electrically, using destructive testing. No anomalies were found. Ventricular capture management trend data shows maximum threshold setting increased to 2.75 volts week of 2013 (B)(6) and continued to be variable.